Event description:
Procedure type: hysterectomy. According to the rptr: once the trocar was inserted it fell apart. Pieces were recovered and removed from the vaginal area. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. No device fragment or component was left in the pt.

Manufacturer narrative:
(B)(4).